Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4.0x28mm xience v stent was implanted in the proximal right coronary artery (rca) lesion. Post implantation, a distal dissection was noted, requiring another stent as treatment. There was no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.